Manufacturer narrative:
It was reported, that sudden loss of flows despite rpm displaying on the cardiohelp during ECMO. No blood flow and a indicative of pump failure was mentioned. Within the related support case, the information received, that the cardiohelp was placed into emergency mode and the emergency drive was used. The cardiohelp was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp were reviewed and no malfunction could be confirmed on the date of event. Thus. No exact root cause could be identified. However, with reference to the analyses from getinge technical experts the most possible root causes are: related to an user error; a kinked tube; a spontaneous measurement error. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The device was manufactured on 2015-11-17. The review of the non-conformities has been performed on 2023-07-03 for the period of 2015-11-17 to 2023-06-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "sudden loss of flows despite rpm displaying on the cardiohelp during ECMO" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-06-27. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will be submitted when additional information become available.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported, that sudden loss of flows despite rpm displaying on the cardiohelp during ECMO. No blood flow and a indicative of pump failure was mentionend. Within the related support case the information received, that the cardiohelp was placed into emergency mode and the emergency drive was used. The cardiohelp was exchanged. No harm to any person has been reported. Further, it was confirmed in upfront that a getinge technician was on site and could not replicate the reported failure. Complaint ID:(B)(4).